Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's left eye, the patient moved unexpectedly and the surgeon inadvertently pulled the inserter away from the eye, which resulted in a torn iris. The tear was approximately 3-4 clock hours in size at the 7:00 to 11:00 position. Hyphema was observed behind the intraocular lens that had just been implanted and the surgeon had to remove the iol to address the bleeding. There was no loss of vitreous fluid and no istent was implanted. The patient will return in two weeks for iol implantation and iris repair. Additional information has been requested.

Manufacturer narrative:
The device was returned to glaukos and subjected to decontamination prior to analysis. The stent and the inserter were both returned and tested. The components were subjected to visual microscopic inspection and functional testing and the stent was subjected to dimensional analysis. Functional evaluation of the components did not identify any nonconformities. Additionally, a microscopic examination of the stent showed that the stent tip dimension was within specification. The complaint information indicated that the patient moved his eye unexpectedly and the surgeon inadvertently pulled the inserter away from the eye, which resulted in the iris tear. Based on this information, the likely root cause of the reported event is believed to be due to patient movement in conjunction with use error. (B)(4).

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The device investigation findings will be provided once the device is received and evaluated. This damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(45). Submitted to FDA on 07/09/2015.